Manufacturer narrative:
Additional information: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The home patient (hp) was connected at the time of the event. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. The leak was observed from a hole in the cassette. Renal therapy services (rts) assisted the hp with ending therapy and removing the cassette. Rts advised hp to contact the peritoneal dialysis registered nurse (pdrn) regarding incomplete therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.